Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl and it was addressed by eating glucose/drinking juice. Reportedly, approximately 4 hours later, the emergency medical technician was called and tested the customer's bg level at 65 mg/dl after the customer drank juice. It was noted that the customer could have tested their own bg value. Reportedly, the customer had not eaten lunch at the normal time and the customer ate a late breakfast. At the time of the call, it was reported that the customer's bg level was stable.